Event description:
A malfunction was reported by the customer, with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to reach out if the issue reappears, which the customer acknowledged and understood.